Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the angiocath 24ga x 0.75in was missing its safety mechanism and blood leaked from it when removing the guide wire. The following information was provided by the initial reporter, translated from (B)(6) to english: ""it was notice that the poor quality bd angiocath reference intracath (jelco), it has no safety mechanism, there is no way to see blood flow, with loss of venous access" customer reports that she found the silicone folds easily, not helping when puncturing and ends up losing the material. There is no safety mechanism, when removing the guidewire there is blood leakage, it is required to put the polyfix fast. A polyurethane portion of the catheter damaged into the patient's vein, causing loss of venous access. Difficulty penetrating the patient's skin. In the form, the client reports that there was damage (but does not specify which). There was no need for medical intervention. There was no exposure to mucous membranes or skin."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. See h.10.

Event description:
It was reported that the angiocath 24ga x 0.75in was missing its safety mechanism and blood leaked from it when removing the guide wire. The following information was provided by the initial reporter, translated from portuguese to english: ""it was notice that the poor quality bd angiocath reference intracath (jelco), it has no safety mechanism, there is no way to see blood flow, with loss of venous access" customer reports that she found the silicone folds easily, not helping when puncturing and ends up losing the material. There is no safety mechanism, when removing the guidewire there is blood leakage, it is required to put the polyfix fast. A polyurethane portion of the catheter damaged into the patient's vein, causing loss of venous access. Difficulty penetrating the patient's skin. In the form, the client reports that there was damage (but does not specify which). There was no need for medical intervention. There was no exposure to mucous membranes or skin."